Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was admitted to the hospital and then sent home on antibiotics. The issue is still ongoing. The patient is on antibiotics and trying to manage the infection to avoid an explant. The medical doctor will update with any changes. Additional information was received from a manufacturer representative (rep). It was reported that the infection was unable to be controlled with antibiotics, the patient had the system explanted on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced infection cellulitis over an implantable neurostimulator, including device site infection at the incision or pocket. The patient developed tachycardia and the infection progressed. The patient was initially sent home without medications, then admitted to the emergency room with tachycardia, and subsequently returned to the hospital where antibiotics were started to treat cellulitis over the wound. The infection remains unresolved and the patient is alive with injury. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the customer had already discarded the devices when the rep had asked for them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.